Event description:
It was reported that the curved blade broke during a functional endoscopic sinus surgery. Reportedly, the inner blade "popped up" during use but the blade did not separate or detach. It was noted upon examination that the spiral wrap appeared to be hyperextended. There was no patient impact or injury. The procedure was completed using another blade without further incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Attempts were made to obtain further information regarding the event. Blank fields in this form are the result of information not being provided by the complainant and/or user facility. The device was being used for treatment not diagnosis. The product was not returned to the manufacturer for evaluation; therefore, analysis could not be performed. A review of the device history records found the product met all pre-release specifications. Device description: the sterile blade is a single-use accessory component of the straightshot m4 handpiece, which is an integral part of the xps system. The xps system is intended for the incision and removal of soft and hard tissue or bone in general otorhinolaryngology, head and neck, and otoneurological surgery. The medtronic computer-assisted surgery system and its associated applications are intended as an aid for precisely locating anatomical structures in either open or percutaneous procedures. Their use is indicated for any medical condition in which the use of stereotactic surgery may be appropriate, and where reference to a rigid anatomical structure, such as the skull, can be identified relative to a CT- or mr-based model, or digitized landmarks of the anatomy. The system and its associated applications should be used only as an adjunct for surgical guidance. They do not replace the surgeon's knowledge, expertise, or judgment.